Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 6 months. The pump remains in use supporting the patient; however, the replaced portion of the driveline was received for investigation. The report of pump stoppages was confirmed. These events occurred while the lvad was connected to the power module and based on previously documented events; it appeared consistent with potential driveline wire compromise. The replaced external portion of the driveline was returned in a segment measuring approximately 17". An approximately 4" longitudinal cut was noted in the silicone outer jacket, centered approximately 3" from the driveline connector. Minor breakdown was noted in the metal braided shield throughout the majority of the driveline segment. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to the reported event. The root cause of the reported events could not be conclusively determined nor correlated to the returned portion of the driveline. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2015. It was reported on (B)(6) 2017, that pump stoppages were occurring. The submitted log file was reviewed by technical services representative and it was observed that the pump stoppages occurred while the lvad was connected to the power module. A short to shield with the driveline was suspected. The submitted x-rays did not show any obvious areas of concern. It was suggested that the patient use an ungrounded power module patient cable when connecting to the power module until further evaluation was completed. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed with no issues. Approximately 18 inches of the driveline was replaced. No issues were observed when the lvad was connected to the power module with a grounded power module patient cable.